Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a shortage in cable was found, causing an intermittent horizontal white lines in the image. The reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that when plugging the camera unit in, there is no picture on a camera head. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by user mishandling. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.